Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed one similar complaint from this serial number. Both similar complaints have been reported by the same us facility.

Event description:
It was reported via medwatch 'device showed 'green' clearance along with ECG clearance. Despite this, the placement was in innominate vein. Malposition occurred, despite device clearance.'